Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a test was carried out to verify slippage of the stylet, and there was a jam of the guide stylet in the electrode; it was not possible to remove it. It was tried several times until it was removed, but when trying to place the stylet to perform the placement, it was no longer possible to insert it. There were no apparent causes for product damage. The lead had to be replaced. The issue was not resolved at the time of this report. No patient complications were reported as a result of this event.